Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 287 mg/dl, 360 mg/dl, hi (greater than 600 mg/dl), and 86 mg/dl. Low blood glucose symptoms were reported with these results; customer was able to self treat with juice and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.